Manufacturer narrative:
Device analysis indicated device intact and functional with no rupture in evidence. Reported event based on false-positive diagnostic imaging (ultrasound and MRI).

Event description:
Patient diagnosed with suspected bilateral breast implant rupture. This report is for the left-side device.